Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the complaint states: ¿it was reported that on april 7, 2021, the patient underwent the artificial bone head surgery for femoral neck fracture with the cement. When the nurse opened the package of the cement ample, the peeled paper remained on the inner plastic edge and it was not used due to unclean. The surgery was completed successfully within 30minutes delay. No further information is available.¿ the ampoule blister pack was returned for investigation (see attachment ¿pc-000887566 photos.pdf¿). The ampoule blister is undamaged. The edges have been well sealed to the tyvek lid prior to opening as seen by the opaque nature of the edges. A thin strip of the blister lid remained attached to the blister. This is only a partial layer of the tyvek material, and does not indicate failure of the seal. This investigation confirms the complaint description. There is no evidence that the sterility of the pack was compromised. The ampoule blisters are 100% checked during the ampoule packing and final pack processes. Dva-107020-fde rev 10 was reviewed (see attachment ¿pc-000887566 extract from dva-107020-fde.pdf¿). Failures related to the blister lid are included and in each case the risk is considered as low as possible and cannot be further mitigated. There have been 0 complaints related to blister lids in the past 12 months. In conclusion this appears to be a random component failure. No information received with this individual complaint indicated that a broader investigation or corrective action was necessar. The number of complaints received for this failure mode will continue to be monitored and product updates/ recommendations will be implemented at the post market surveillance review dependent upon occurrence ratings. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as required. Device history lot: device history reviewed: 0 non-conformances on this lot number. Final micro and sterility tests passed. All qc release specifications met. (B)(4) units released. Lot expiry date: 31 may 2022.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent the artificial bone head surgery for femoral neck fracture with the cement. When the nurse opened the package of the cement ample, the peeled paper remained on the inner plastic edge and it was not used due to unclean. The surgery was completed successfully within 30minutes delay. No further information is available.